Event description:
It was reported that the user received a pairing failed message on the ilet when attempting to pair a new freestyle libre 3 plus sensor, after which rescanning the sensor led to successful pairing and the pump displayed a warmup in progress. No adverse clinical symptoms reported. Outcomes included successful sensor warmup initiation and restored pairing. User support included remote troubleshooting and user education to repeat the pairing process and rescan the sensor. Investigation of this case revealed a transient connectivity or setup issue that resolved through standard rescanning and pairing steps, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that user setup error or transient communication error was the probable cause.